Event description:
Customer reported the buttons on the insulin pump were not working. Customer removed the battery and had a battery and had a button error. The device just kept beeping and the numbers kept scrolling up. Same issue occurred about a month ago. Customer's blood glucose was 74 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.